Event description:
It was reported that air was leaking from the inflation lumen. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this even to be MDR reportable pursuant to 21 cfr part 803. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.